Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient reported device is not working that well right now. The patient still uses their device, but their bladder is not working as well as it did before. Patient still experiences leaking. Patient will follow up with their healthcare provider (hcp). Patient wanted to try a different program, but their patient programmer (pp) won't let them. It was reviewed that since the patient had their pp replaced, the patient will need to have the other programs added to the pp. No further patient complications have been reported as a result of this event.